Manufacturer narrative:
The patient's driveline damage has been previously reported under MFR #s: 2916596-2022-15223, 2916596-2022-14237 and 2916596-2021-03995. Manufacturer's investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline was confirmed through the evaluation of the submitted image. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to an electrical issue. An image was submitted for evaluation that captured damage to the outer silicone jacket of the external portion of the driveline, adjacent to the driveline exit site. The damage revealed the underlying cover. No underlying wires were exposed, and the damage appeared to be cosmetic only. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-15452, and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) and the heartmate ii patient handbook (rev. C) are currently available. Section 6 of the IFU, ¿patient care and management¿ and section 8 of the IFU, ¿equipment storage and care¿ discuss damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 of the patient handbook, "caring for the equipment", discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple areas on their driveline that were currently repaired with silicone tape. The area was immediately adjacent to their insertion site so placing non-sterile silicone tape would have placed them at risk for infection. The area was covered with gauze and covered with their left ventricular assist device (lvad) dressing that they changed three times a week. Additional information stated that the plan moving forward would be to continue using silicone tape to repair driveline.